Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted. The reason for the explant is unknown.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.